Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Review of the log file shows graphics card error (video card) and malfunctioning host-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and a found no image was appearing on the acquisition monitor from the console room. To resolve the issue, the fse reseated all the cables from the host pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.